Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen responded; however, the keys were out of alignment. During a review of the device history touchscreen: fail and button ID: invalid malfunction alarm codes were noted. The probable cause was due to contamination on the bottom of the touchscreen caused by fluid ingress. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during programming at the user facility the device touchscreen would not calibrate. There were no reports of any adverse patient event sand no reported delays of critical therapies while the device was in clinical use. No additional information was provided.